Manufacturer narrative:
The evaluation of the returned device showed that the inner aspiration cannula was pressed into the distal end of the silicone sleeve further than specified. This most likely happen during use.

Event description:
During cataract surgery, the cannula of the I/a tip became dislodged from the silicone sleeve and came through the irrigation port. There was no impact to the patient.